Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vf episode inappropriately returned to sinus due to undersensing. Review of session records noted that returned to sinus was because the rate fell below the vf zone (1 zone device) and was not due to undersensing. Device was reprogrammed.